Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient issues seem to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are having trouble getting the implant to charge so that they aren't having bladder contractions.  Patient stated they normally use the recharging belt and can feel where the ins is located. Patient stated the implant is poking out on one side however. Patient stated they are currently laying down and what happens is they get to excellent recharging quality and then it jumps to searching for device. Patient services recommended sitting and leaning forward while crossing leg and repositioning the recharger 2cm, to 6, 12, 9, and 3 o'clock while holding it for 30 seconds. Patient reported seeing 1707 error code. Patient reported this is not the first time seeing this code. Patient also reported the power button is showing red. Patient services had pt close out of all apps and restart handset and recharger. Patient thinks they saw 3167 error code but isn't sure since they bypassed it so quickly. After reset, pt stated recharger is now successfully charging at excellent quality and is staying there. Patient did mention the recharger is making a noise like someone is wrapping paper but then described it as clicking. Patient services reviewed info on noises recharger is expected to make. The troubleshooting steps that were taken on the call resolved the issue. The patient later reported that they went to check their implant using the handset and communicator and noticed por appear on the handset. Patient services reviewed how to clear this message and reviewed a por shuts stim off. Patient turned stim back on and stated they are feeling the thumping and vibrating for a minute which is what they want to feel. The troubleshooting steps that were taken on the call resolved the issue.